Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product identified signs of use and wear and tear. The strike plate of the device has some witness/impaction marks and the handle of the device has some gouges. The prongs on the distal end of the inserter/impactor also have some wear and tear and are damaged. The black poly impactor tip was not returned with the device. Measured the handle of the inserter/impactor and it is conforming to the print specification. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet: an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the black plastic piece of a two-prong inserter/impactor broke during a procedure. Attempts have been made and no further information has been provided.